Manufacturer narrative:
Concomitant medical product: dtbb1d1 crt-d, implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was low amplitude r-wave measurements and possible oversensing on the right ventricular (rv) lead. It was also noted there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.